Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level ranged from 180-209 mg/dl. Review of the pump data logs by tandem technical support verified the bolus was manually requested by the customer. Customer maintained belief that pump delivered a bolus without user input. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.